Event description:
During index procedure the pt had three endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal lad. A lateral branch occlusion was seen on angiogram. On the same day the pt suffered a myocardial infarction (mi). The mi was not related to the target vessel. The investigator indicated that the reported event was possibly to the study device. (Ref MFR #9612164201100928 and 9612164201100929).

Manufacturer narrative:
(B)(4). Eval results: (myocardial infarction/occlusion).